Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent a defibrillation threshold (dft) test in which undersensing was observed. It was noted this patient had to be induced three times. Technical services (ts) discussed the induction was not stored in this s-ICD and a data pull from the programmer utilized would be required. Additional information was received that a successful dft was performed after having changed sensing to secondary vector. This s-ICD remains in service. No adverse patient effects were reported.